Event description:
It was reported that the patient was revised on (B)(6) 2014 to remove a long cmn after a fracture that occurred in (B)(6) 2013 (since exact day is unknown: (B)(6) 2014 was entered in implant date). It was reported that during the surgery, an extreme resistance of the femoral neck screw (reported as znn lag screw generic, since the exact catalog number is unknown) in the bone tissue was noticed. After four attempts to unscrew the femoral neck screw, the two wings of the screw got broken with a perceptible loss of resistance. It was reported that a removal of the screw and with it the whole implant system was impossible without endangering the patient. The surgery was delayed for unknown time. The surgery was ended at this point.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).